Manufacturer narrative:
The device was evaluated by the returns department which found that the joystick is defective and has cable damage, and the battery will not charge.

Event description:
The tdxsp started off by melting the batteries. We changed the batteries and wire harnesses. They assured me that the motors were probably good and we decided to change the control module and the joystick. This repair was done yesterday. Since then the chair shuts down. Each time the joystick shows right motor fault. Each time the error shows and the chair shuts down.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The tdxsp started off by melting the batteries. We changed the batteries and wire harnesses. They assured me that the motors were probably good and we decided to change the control module and the joystick. This repair was done yesterday. Since then, the chair shuts down. Each time the joystick shows right motor fault. Each time, the error shows and the chair shuts down.